Event description:
It was reported that a posey seat belt sensor model 8360 is not alerting the alarm. The reporter did not provide info as to what type of alarm it is being used with. No pt injury reported.

Manufacturer narrative:
Eval codes: results: (other) - the chair belt sensor is intermittently alarming due to a wire strand that is broken off of the buckle.